Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was taken to the hospital due to high blood glucose of 500mg/dl. Troubleshooting was performed. The mother stated that the insulin pump has been acting weird for the last few days. Reviewed the alarm history and found multiple low reservoir and no delivery alarms, but the customer was not aware of. The mother stated that the alarms did not show on the screen. A high pressure test was performed, the insulin alarmed and it showed on the screen. Ran a fixed prime test and insulin exited. The basal and bolus do not match with daily totals and found that there was a discrepancy between the amount shown as being given and what was actually delivered. On august 6, the daily total was 73.0 units, but the insulin pump showed that only was delivered 51.85 units. No further info was provided.